Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult removing the device from the anatomy (anterior mitral leaflet got stuck on the shaft) appears to be related to a combination of poor image resolution and patient morphology/pathology. The reported device damage by another device (caused damage) was due to the troubleshooting maneuvers to free the clip from the leaflets. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the difficulty removing the device and causing damage to another device. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was difficult during the procedure. One clip was implanted on the medial side of a2p2. A second clip delivery system (cds) was advanced to the left ventricle (lv). As soon as the clip passed the leaflets, the anterior mitral leaflet (aml) got stuck on the shaft of the cds (at the level of the ring just above the clip arms). While trying to get free, the tension on the leaflets caused the first clip to detach from the posterior leaflet (single leaflet device attachment (slda)). A leaflet tear was suspected. After additional maneuvers, the cds was able to be freed from the aml and the clip was able to be deployed on the lateral side of the first clip, stabilizing it and reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.